Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to depleted batteries.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off soon after it powers on. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device is unexpectedly powering off soon after it powers on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.